Event description:
The dentist reported the zirconia abutment fractured at tooth site #23. The patient is scheduled for abutment replacement on (B)(6) 2015.

Manufacturer narrative:
Visual inspection has confirmed that the device has fractured along the body of the abutment. The device history record review found no non-conformities. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.